Manufacturer narrative:
(B)(4). G2: foreign country: germany. The customer has indicated that the remaining product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was attempting to loosen the axle and pin construct, the screwdriver broke off flush inside the construct. Several attempts were made to remove the broken tip but were unsuccessful. There was a 45 minute surgical delay. The surgery was completed unsuccessfully. Attempts have been made and all available information has been provided.